Manufacturer narrative:
Correction to d4. D4: lot#:. The affected lot was ur16g12028, previously submitted as asku. D4: unique identifier (UDI) #: the correct UDI was (B)(4), previously submitted as ni. G1: updated device manufacturer location to baxter aibonito (previously submitted as baxter aibonito or baxter costa rico). H10: two (2) actual sample were received for evaluation. The other sample was not received and therefore could not be evaluated. Visual inspection was performed on both samples and the top web of the blister packages in the two units were broken. The reported condition was verified. The sterilization process was reviewed and no deviations were found. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of three (3) one-link non-dehp microbore catheter extension sets were ruptured. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.